Event description:
Reporter indicated that pt's medications were changed due to suppressed appetite. It was reported that since generator replacement surgery, the pt has experienced difficulty swallowing, ringing in their ears and weight loss. The pt reportedly lost 155 pounds since initial vns implant, but the weight loss has been more significant since generator replacement surgery. Additionally, it was reported that the pt began hicupping approximately 6 to 7 months ago. The pt is experiencing good seizure control with the vns therapy. Further follow-up with treating neurologist revealed that the pt's weight loss is likely related to medications. The neurologist had not been informed of the dysphagia or tinnitus. Explant of the device is scheduled.